Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer reported an open book after going swimming. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: horizontal crack in the battery tube threads. After battery installation, the unit gave an unexpected flashing medtronic logo display followed by an unexpected intermittent beep alarm. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the display anomaly. After visual inspection, there is corrosion in/around the following: force sensor. After inserting a known good pcba2 and a known good pcba1 into the original case, the unit powered up normally. After swapping a known good pcba2 onto the original pcba1 and then into the original case, the unit powered up to a frozen medtronic logo screen. After swapping the original pcba2 onto a known good pcba1 and then into the original case, the unit powered up to a silent flashing medtronic logo screen. In summary, the customer¿s report of an open book was not confirmed. The flashing medtronic logo display is due to a combination of the moisture damage on pcba1 and pcba2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a other critical pump error alarm. Customer stated insulin pump was just showing medtronic flashing. Customer was swimming. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.